Event description:
Dexcom g7 cgm sensor became unstable with data drop outs (not from signal loss). Critical low alerts with normal finger stick blood levels, and eventual failure.

Event description:
Additional information received on 9/18/2023 for report number mw5145617 to change procode.